Manufacturer narrative:
The sample was submitted for investigation where the customer's positive toxo igm result was reproduced (1.70 coi positive). An interference was not identified in the sample. The sample also underwent confirmation testing using an in-house neutralization assay. The toxo igg result was 284 iu/ml (positive). This confirms the customer's toxo igg result. The toxo igg avidity result was 78% (indeterminate) which also corresponds to the customer's toxo igg avidity result. The investigation determined the reagent performed within specification. A product problem was not found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned toxoplasma results for 4 patient samples. Based on the data provided, the elecsys toxo igm (toxo igm) results for 1 patient were discrepant on a cobas e801 module compared to the vidas biomerieux method. The date of event is an approximation. The patient had a toxo igm from the e801 module of 1.90 (positive). The result from the vidas biomerieux method was "negative." The actual result was not provided. The roche result was reported outside of the laboratory where it was questioned by the physician. The e801 module serial number is (B)(4).